Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a meal bolus was missed and the infusion set and related supplies were changed, during which the cartridge was found absent from the ilet; troubleshooting and education were provided, including advising a full supply change and allowing disconnection for a subcutaneous insulin pen correction, with no alerts or alarms reported. Symptoms included elevated blood glucose up to 400 mg/dl for approximately 10 hours without reported ketone testing or acute complications. Outcomes included self-management with an outside insulin injection and no medical intervention or hospitalization. Investigation included call-based troubleshooting, assessment of infusion set and cartridge setup, and user education on proper priming and reconnection. Investigation of this case revealed that the absence of the cartridge and incomplete setup likely prevented insulin delivery and priming, resulting in uncontrolled hyperglycemia. It was concluded, based on previously established findings for similar reports, that user setup error was the most probable cause.